Event description:
It was reported that the device had failed the delivery accuracy test. It was tested three times and delivered 10.8ml of liquid instead of 9.4-10.6ml. Event occurred during safety inspection/ testing before use. There was no patient involvement.

Manufacturer narrative:
H3, h6: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.